Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an supraventricular tachycardia (svt) arythmia and delivred multiple inapprpriate shocks that lead to tachycardia therapy exhaustion. No additional adverse patient effects were reported. The physcian elected to reprogram the device and it remains in service at this time.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.